Event description:
The customer reported that the 4d integrated treatment console crashes during treatment of split imrt fields. The facility has been upgraded to aria 8.8 and has noticed on a patient that rt chart appears to show two fields treated twice in the same session. There was no report of injury to the patient and no further patient condition data was provided.

Manufacturer narrative:
The reported issue was confirmed on (B)(4) 2010. Varian's investigation identifies that if the 4ditc application crashes during a multi-field split carriage imrt treatment delivery, an error condition in updating the patient's session information in the cache may occur, and the field(s) and/or subfields can be delivered again without warning to the user. The result would be a treatment delivery with higher than intended dose to the target volume and possible increased dose to normal tissues and critical structures. The dose uniformity within the target volume would also be affected by the duplicate delivery of the beam(s). Unintended dose in this range would be unlikely to lead to serious harm and would be expected to be detected during the treatment session or by weekly chart check. A customer technical bulletin will be sent to affected customers to provide clarification and further instructions regarding this issue. No follow-up reports are anticipated.